Event description:
Meter name: fasttake. Strip name: fasttake test strips. Meter code: unknown. Strip code: unknown. Strip storage: unknown. Symptoms: nausea, headache. The pt reported that they will not be able to test on the meter. The meter allegedly would not power on. The pt was unable to obtain a result on the meter. There were no results reported from any other source. There was no comparison between the pt's meter and another device. There was no treatment. No further info has been reported.